Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. Device is not expected to be returned for manufacturer review/investigation. (B)(4): the drill bit broke and the surgeon did not try to remove the broken piece and that piece is left embedded in the patient. Device history records review was conducted. The report indicates that: DHR review for: part:#310.507, f-17914 ce012; manufacturing site: (B)(4); supplier: (B)(4); manufacturing date: 14. July 2015. No ncrs were generated during production. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during an open reduction internal fixation (orif) of the patella on (B)(6) 2016, the tip of a 1.5mm drill bit broke off. It was reported that the surgeon was using too much torque/angle on the bit when removing the drill. The surgeon did not try to remove the broken piece (size unknown) and the fragment remains embedded in the patient. It was reported that the remainder of the surgery went without further incident and there was no delay due to the broken drill bit. The status of the patient is unknown. This complaint is for one device. Note: sales consultant provided the lot # as f-17914 ce012 however, only f-17914 appears in (B)(6) as the lot # for 310.507. Concomitant medical products: unknown drill (part #unknown, lot #unknown, quantity 1). This report is 1 of 1 for (B)(4).